Event description:
It was reported that prior to commencing surgery, the patient experienced pulseless ventricular tachycardia (vt) that required cardioversion. Surgery was continued, the pericardium was opened, and the patient experienced sustained cardiac arrests with pulseless vt. External cardiac compressions were conducted. The patient was provided with blood thinner medication and achieved spontaneous circulation. Cardiopulmonary bypass (cpb) access was obtained and started. It was noted that the patient¿s heart was severely hypokinetic and supra therapeutic doses of inotropes and vasopressor medications with repeat boluses of epinephrine were administered to maintain blood pressure (bp). The surgical plan was changed to include right ventricular support and a right ventricular assist device (rvad) was implanted. The patient's cardiac arrhythmia and right heart failure remained ongoing. It was also noted that the patient had a history of supraventricular atrial fibrillation (afib), but no history of vt. The patient¿s right heart failure was also noted to be a new condition.

Manufacturer narrative:
Manufacturer's investigation conclusion. A specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19aug2022. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.